Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that 2 days after it was first implanted, this pacemaker exhibited noise oversensing in the right ventricular (rv) channel leading to multiple episodes of pacing inhibition that lasted up to 7 seconds. The patient is pacing dependent and experienced lightheadedness due to the asystole. An interrogation also revealed an alert due to out of range amplitude measurements in the rv lead. As result, the patient underwent a procedure wherein the leads were tested and the connections to the header were checked; no abnormalities were noted. The physician decided to replace the pacemaker to resolve the issue. No additional adverse patient effects were reported.